Event description:
The company was informed of an alleged incident on (B)(6) 2013 that occurred at the patient's private residence in (B)(6). The alleged incident was described to the company as followed. "We had a report of a lox discharge in a patient's home in (B)(6). I was personally able to reach the patient just in time to see the helios frozen to the empty liberator. The patient was not injured, but stressed when I found her outside her house, waiting for the discharge to stop in her living room and hoping for nothing to ignite the elevated oxygen atmosphere. I suspect the vent valve stuck frozen in open position and the helios stuck frozen to the liberator, resulting in the liberator pushing all its content out through the helios."